Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient began to experience increased knee pain and new pain to the buttocks that radiated down the back of her leg. Patient was reprogrammed and surgery was scheduled to address the lead. Surgery took place on (B)(6) 2017 and the lead was explanted and replaced and the issue was resolved.